Event description:
The customer reported that the unit shut down and alarmed while in use on a pt. The customer reported there was no pt harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt failure. The service technician replaced the power supply as a precautionary measure. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na